Event description:
Information received by medtronic indicated that the insulin pump received an open book image alarm. It was reported that the there was nothing under the clip and meter does not send information to the insulin pump and customer entered it manually. Customer stated that insulin pump was exposed to moisture. Customer stated the device labels, including serial number and dome label stickers were missing, removed, worn, faded. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm, exposure to moisture, no com pump to meter-unresolved, and cosmetic damage located at undisclosed location found on (B)(6) 2022. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. Pump failed sleep current measurement due to high current, problem isolated to moisture damage on the j6. Pump failed self test due to pump error 75. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 75 during testing on (B)(6) 2023 at time 6:30 due to moisture damage on the power connectors. Pump successfully paired with test bg meter. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Cosmetic damage confirmed on the pump. No com pump to meter-unresolved not confirmed. Unexpected batter power loss confirmed due to high current, problem isolated to moisture damage on the j6. Pump exposed to moisture confirmed on the pcba 1, pcba 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.